Manufacturer narrative:
(B)(4). G2: foreign - czechia. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the oscillating saw attachment stopped working during surgery. Surgery was completed with a different power system.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5 g3, g6, h2, h3, h6, h10, h11. Review of the most recent repair record determined: worn oscillator, the part that holds the blade is dented, rotation was stalling, ratchet cracked and ramp nut and seal worn. The components were replaced to resolve the reported issue. Review of the previous repair record identified no related repairs to the reported event. The device was tested and found to be functioning to specifications prior to release to the customer. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and serial combination. The root cause of the reported event is attributed to component failure from repeated use. As referenced in the relevant IFU, the zimmer universal power system should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued performance. If any further information is found which would change or alter any conclusions or information, a follow-up report will be filled accordingly. Zimmer biomet will continue to monitor for trends.